Event description:
It was reported that customer experienced difficulty charging pump because charging cable needed to be wiggled in usb port to begin charging. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and no customer or technical support actions were documented beyond recording details from email.